Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant medical products: serial #(B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female underwent breast augmentation revision with a mentor smooth round moderate profile 125cc saline prosthesis. In (B)(6) 2018 left sided deflation was diagnosed by a physician. The device was explanted on (B)(6) 2018. There was no accompanying symptoms or additional hospitalization required.

Manufacturer narrative:
The device history record (DHR) of lot number 271543 was reviewed on 11/10/2018 and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The evaluation of the returned device was completed by the failure analysis lab on 11/10/2018. Device evaluation summary: it was reported that a 48-year-old caucasian female underwent breast augmentation revision with a number has been added. The impacted product was a mentor smooth round moderate profile 275cc saline prosthesis. In (B)(6) 2018 left sided deflation was diagnosed by a physician. Upon receipt by mentor, two devices were returned without fluid and no foreign material was observed within the device or on the shell surface. The mentor product analysis lab discovered a rent on device a measuring approximately 3.9 cm on the posterior aspect. Microscopic examination of the edges of the rent revealed parallel striations. These type of striations is more conclusive to sharp instrument damage rather than shell failure due to wear. No other anomalies were discovered. Device b presented an area of missing material measuring approximately 0.6 cm x 0.4 cm on the anterior aspect. Also, a rent measuring approximately 0.3 cm within a crease on the posterior aspect and extended to the anterior aspect was noted. Microscopic examination of the edges of the missing material gave no indications as to cause. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the devices. However, at this point it is not possible to determine the root cause of such damage. There is no evidence that the issue is related with manufacturing. Because mentor product analysis lab was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on 10/4/2018. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. On (B)(6) 2018 the lot number of the impacted and concomitant products were discovered through the product investigation. The product code has been updated, brand name has been updated, and lot number has been added. The impacted product was a mentor smooth round moderate profile 275cc saline prosthesis. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant medical products: mentor smooth round moderate profile 275cc saline prosthesis, catalog #3501640, lot #271543. (B)(4).